Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "tingling in the throat since the end of march 2022." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In this report, section h9 has been corrected. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. However, there were findings of dust/dirt contamination inside the device. The complaint was not confirmed. The device was scrapped per the patient's request. H3 other text : evaluated by third party.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "tingling in the throat since the end of (B)(6) 2022." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.